Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed, eccentric, de novo target lesion was located in the mid left anterior descending artery. Predilation was performed using a 3.0x12mm emerge balloon catheter. A 3.50 x 16 synergy¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent was dislodged. The procedure was not completed due to another reason. The patient's status was stable.